Event description:
It was reported to philips that the wireless footswitch had a charging issue. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency procedure was completed as planned by using same wireless footswitch by connecting to a charger from another room. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch charger was defective. To resolve this issue, fse replaced wireless footswitch charger. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by using same wireless footswitch, connected to a charger from another room., is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.